Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. This complaint is not confirmed due to use as the sensor plug was not seated correctly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 60 minutes" on the day of applying the adc freestyle libre 2 sensor. Customer experienced unspecified symptoms of hyperglycemia and had contact with healthcare provider and received unspecified injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 60 minutes" on the day of applying the adc freestyle libre 2 sensor. Customer experienced unspecified symptoms of hyperglycemia and had contact with healthcare provider and received unspecified injection for treatment. There was no report of death or permanent injury associated with this event.